Manufacturer narrative:
Investigation findings: the handpiece was received for eval and the reported problem was confirmed. This failure mode remains under investigation. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during pre-op testing of this handpiece, it started to run on its own when in the forward mode without depressing the trigger. There was no report of injury or surgical delay with this event.